Manufacturer narrative:
The kit was discarded along with the leaking vial and customer was provided with replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) reported one kit that contained a leaking vial of wash buffer concentrate. There was no report of injury in association with this event.